Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the tighrope broke post operatively. It was further reported that a revision surgery is planned. No further information received. Update 10-sep-2025: its unclear when the initial surgery was performed. However, it was further reported that the post operative compliance was not followed properly. The revision surgery was already performed with a device from a competitor.